Event description:
It was reported that six 512s were used during a laparoscopic nissen. It was reported by the affiliate that the seals broke on the trocars during the operation procedure and all had to be replaced. There was no consequence to the pt.